Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redq1561 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC had a hole at the "beginning of the hub". 9/11/2019-additional information from rn stated "patient [was] receiving infusions on an outpatient basis and noticed fluid leaking under the dressing during infusion. When I removed the dressings and flushed the PICC, the saline was coming from a small pin size hole at the hub so the piccs were replaced."